Event description:
(B)(4) MDR - after an implantation time of about 44 months, a sudden increase of the impedance to 2700 ohm and of the pacing threshold to 3.7 v were reported. No deterioration of the patient's health was reported. An explantation/deactivation of the problematic lead and implantation of a new lead were planned, but the device has not been returned.

Manufacturer narrative:
(B)(4) MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process for this device was reviewed. The product documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.